Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that the system did not seem to have fluoro capabilities. The handle was not plugged in all the way, they plugged it in and the issue was resolved.  There was no patient involvement.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: m 021083c001, serial/lot #: 4.2.1 h3: a software analysis was initiated. However, no faults or failures were found and it was determined not to be a software issue. H6: b01, c19 and d14 apply to the concomitant product. This regulatory report is being submitted due to a retrospective review through CAPA 624392. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.